Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to non-physiological noise that was being oversensed. Additionally, there were stored untreated episodes and atrial fibrillation (af) with similar artifacts. The patient is only aware of the last shock; however, there were other stored shocks in the device memory. Troubleshooting was performed and the noise could be re-produced in secondary and alternate vectors, however, when programmed in primary there was no noise. The device was then re-programmed to primary. The patient is currently hospitalized, and the field representative is requesting a technical services (ts) device analysis. Ts informed that rail to rail noise is a pocket fracture and recommended x-rays. They confirmed the lead conductor is fractured. Subsequently, the system was explanted and replaced successfully. The device was returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to non-physiological noise that was being oversensed. Additionally, there were stored untreated episodes and atrial fibrillation (af) with similar artifacts. The patient is only aware of the last shock; however, there were other stored shocks in the device memory. Troubleshooting was performed and the noise could be re-produced in secondary and alternate vectors, however, when programmed in primary there was no noise. The device was then re-programmed to primary. The patient is currently hospitalized, and the field representative is requesting a technical services (ts) device analysis. Ts informed that rail to rail noise is a pocket fracture and recommended x-rays. They confirmed the lead conductor is fractured. Subsequently, the system was explanted and replaced successfully. The device was returned for product analysis. No additional adverse patient effects were reported.